Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The device evaluation did not reproduce the customer report of a shutdown. Review of the device logs identified multiple advisories related to battery communication and a low-voltage shutdown event. The log suggests the shutdown was related to a depleted battery. The event battery was not returned as part of the investigation. Full functional testing and internal inspection found no abnormalities. The battery lugs and battery communication assembly were replaced as a precaution. The device was recertified and returned to the customer. The x series operator's guide emphasizes carrying fully charged spare batteries and routinely rotating them, as batteries can lose charge over time even when not in use. Analysis of reports of this type has not identified an increase in trend.